Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing and asystole of approximately fourteen seconds. Technical services discussed programming and that it did not meet detection for shock therapy to be provided. The noise could not be reproduced in the clinic. Reprogramming was performed and the physician would consult with the surgical team for a possible revision or device changeout. Additional information is being requested from the field. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the rv lead was capped due to noise and twelve seconds of pacing inhibition and asystole. It was noted that the patient was asleep during the asystole therefore no patient symptoms.